Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir was stuck in the compartment and that the tubing was changed every other day due to skin infection. The customer had cellulitis, bruising, blood and irritation at the site. The customer reported that the grooves in the reservoir compartment appeared to be rough. The blood glucose reading was 580 mg/dl. The customer treated with a bolus. The customer was also hospitalized due to infection at the insertion site five years prior. The blood glucose reading at that time was 300 mg/dl. The customer's family member reported that the reservoir was not stuck and that the customer had diminished cognitive function. The basal and bolus settings were confirmed. The customer was not able to complete troubleshooting. The customer was advised to contact a health care professional regarding the frequent set changes.